Manufacturer narrative:
Our product evaluation laboratory received one model 120602f fogarty arterial embolectomy catheter. The balloon was inflated with 0.2ml air and the balloon deflated in less than one second by removing the syringe from the hub. The timed deflation was within specification. The balloon inflated clear and concentric and did not leak. The report of "the balloon on the fogarty catheter would not deflate" was not confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. However, the system can be exchanged for another one, causing a minor delay in treatment. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown if these types of medium were used in this event. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use in a left brachial embolectomy procedure on a (B)(6) year old male, the balloon on the fogarty arterial embolectomy catheter would not deflate. The syringe was removed from the catheter and re-attached, but the balloon would still not deflate. There was no patient injury.